Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2012-02334 this report is filed (B)(4) 2013